Event description:
Boston scientific received information that this right atrial lead had dislodged. The patient noted twitching on the left side. A revision procedure took place and this lead explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.